Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. (B)(4).

Event description:
A customer reported, the system was not aspirating during a procedure. The system was exchanged and the case was completed. There was no pt harm reported.